Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two tapered screw-vent implants (tsvmwb13 & tsvmb11) were returned for investigation. Additionally, other associated items were returned: one healing collar, one bridge with abutments, one fractured analog, one mount and screw. There were no allegations against the associated items. Therefore, the investigation was conducted only on the implants. Visual evaluation of the as returned implants identified that the devices were fractured at the collar and platform. Additionally, there was bone/blood residue around the external threads due to usage. Functional testing could not be performed since the devices were fractured. Device history record (DHR) review for the lots (63165630 & 63084769) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (63165630 & 63084769) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant fracture.

Event description:
The implant in dental site 4 was removed due to fractured.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b1: report type. B2: outcomes attributed to adverse event. B4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code. D4: additional device information. D6: if implanted, give date. D7: if explanted, give date . D10: device availability. G4: date received by manufacture.r g5: premarket identification k101880. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date. H6: event problem and evaluation codes. H10: additional narrative.

Event description:
It was reported that when doctor removed the fractured implants she performed at the same time augmentation with membrane and nails on (B)(6) 2019. Dental site 16.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of the event unknown / not provided; b4: date of this report ; b5: describe event or problem; d6: if implanted; d7: if explanted; g4: date received by manufacturer ; g7: type of report, follow-up number; h1: type of reportable event; h2: follow up type ; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: unique identifier (UDI) number changed to unknown.